Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for follow up in clinic with the implantable cardioverter defibrillator in backup vvi mode. The patient had received several inappropriate shocks from the device. The device was successfully restored from backup mode, and the patient was in stable condition following reprogramming.